Manufacturer narrative:
E1: facility name - (B)(6) hospital. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had noise that sometimes appeared in the image. The issue occurred during the middle of an unknown therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the camera head had noise that sometimes appeared in the image. The issue occurred during the middle of an unknown therapeutic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause cannot be identified. Olympus will continue to monitor field performance for this device.